Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with an "ams elevate anterior and apical system" to treat pelvic organ prolapse and a non-ams device to treat stress urinary incontinence. The plaintiff's attorney also alleges the plaintiff has experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone or will likely be force to undergo corrective surgery or surgeries" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.